Event description:
During the surgical procedure the tip of the monopolar curved scissors instrument burned a hole in the tip cover and the instrument arced back to itself. Procedure was completed after replacing the defective part. No patient harm, adverse outcome or injury was reported.